Manufacturer narrative:
Journal article: clinical outcomes after additional dynamic renal stent implantation for stent recoil in ostial coronary lesions authors: bachir abdulrahman, kambis mashayekhi, péter tajti, miroslaw ferenc, christian marc valina , willibald hochholzer, franz-josef neumann and thomas georg nührenberg journal: j. Clin. Med year: 2020 reference: doi:10.3390/jcm9123964. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - clinical outcomes after additional dynamic renal stent implantation for stent recoil in ostial coronary lesions - was submitted for review. This was a single-center, retrospective observational study which sought to report clinical outcomes after treatment of aorto-coronary ostial stenoses with additional implantation of a dedicated recoil-resistant non-medtronic bare-metal dynamic renal stent (drs) upon recoil of a contemporary drug-eluting stent. These results were compared with patients who underwent repeated intervention for relevant in-stent-restenosis. Resolute onyx and resolute integrity were among the stents noted to have been used in the initial interventions which recoiled leading to restenosis, requiring further intervention. Between 05/2013 and 07/2019 patients underwent drs implantation due to recoil of conventional stents observed in aorto-coronary lesions. As a comparator group, between 01/2013 and 12/2015 patients were treated with a resolute integrity des or another non-mdt des and other patients underwent balloon dilatation with a non-mdt pcb treatment. Clinical events target lesion revascularization (tlr) and major adverse cardiac events (mace) a combination death, myocardial infarction and target vessel revascularization (tvr) were reported in all study groups. It was also reported that there was one cardiac death 88 days after resolute integrity implantation and it was not related to device. There were no deaths after resolute onyx implantation.

Manufacturer narrative:
Additional information: annex d, annex g codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.